Event description:
The customer reported that the trocar did not insufflate properly. It was suspected it has something to do with the interface between two devices. The report indicates that the insufflation was working properly. The insufflation tank was full and the unit was functioning properly. When the uniport plus was introduced, the co2 flow decreased. There seemed to be some kind of resistance preventing co2 gas insufflation through the port. Based on the reported information, no patient complications. The surgical staff performed a bridging technique instead of harvesting the vein endoscopically. This was appearently a technique they had already planned to do regardless of the outcome. The bridging technique consisted of making smaller incisions along the leg without converting (or having to cut the leg open).